Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss). Before the lead replacement procedure, an lss was noted due to loss of capture (loc) at maximum output. Additionally, pauses greater than two seconds were observed. Subsequently, this lead was successfully explanted and replaced. The field representative commented that this lead is not expected to return. No additional adverse patient effects were reported.